Event description:
It was reported the camera head had poor image. The issue was found during preparation for an unspecified procedure there were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for evaluation and the customer's allegation was confirmed: poor image due to bad cable unit connector. In addition, new damages/defects were observed: fail water leak test from cable due to tiny pin hole. Based on the results of the investigation, a probable root cause could not be established. A device history record-DHR review was conducted, and no issues were identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the camera head had poor image. The issue was found during preparation for an unspecified procedure there were no reports of patient harm.